Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and confirmed the customer reported complaint. The system faulted during use. The fse replaced the intuitive surgical core power distribution (ipd) for repeated power issues. The system was tested and verified as ready for use. Isi received the core associated with this complaint and completed the device evaluation. Failure analysis investigations replicated the reported failure "replaced ipd for repeated power issues, error 1100". The power tray was installed and tested on the printed circuit assembly (pca) test system. The system started up without error. While sitting idle, the vision side cart (vsc) card shut off and the power supply 1174411 had failed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, no image or video clip for the reported event was submitted to isi for review. This complaint is being reported because after the customer performed emergency power off (epo) and cycled breakers, the system faulted again. The procedure was converted to laparoscopic surgery. System unavailability after start of a surgical procedure may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer received error 23210 and was able to perform emergency power off (epo) and cycle breakers. Logs pointed to the intuitive surgical core power distribution (ipd) and possible power issue. The system was powered back on. The customer was informed the error could come back but they continued with the case. Later, the clinical sales representative (csr) called back and stated the system faulted again after docking. The procedure was converted to laparoscopic surgery with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.